Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that event ID 41 in event logs, which indicates an unexpected system restart. A technical support specialist (tss) found the same event on multiple stations (rn2, rn3, and rn4) on the same date, suggesting a site-wide infrastructure issue rather than an individual station problem. The customer confirmed that a network outage had occurred but was unsure whether a power outage had also taken place. Tss requested verification with the hospital information technology (it) team to help determine the exact cause of the reboot. At the time of the investigation, all stations were operating normally and were no longer in disconnected or critical override mode. Tss later discussed the findings with the customer, who acknowledged the information and authorized case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station entered disconnected mode but did not transition into critical override mode as expected. Instead, the station remained in reboot mode, preventing access to medications through critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.